Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility, the resident thought he heard something underneath his bed. The resident grabbed the foot section platform of the bed and raises it. The middle finger on his right hand slipped into the rail attachment hole on the under side of the platform. When he put the foot platform down from looking underneath the bed, he yanked his finger out of the hole. When he did this motion the end of the finger was ripped off. The resident was sent to the ER for eval. The finger was bandaged and the resident was returned to the (B)(6) that same day. Complaint# (B)(4) were entered into our system to retrieve the bed for investigation. As of this writing, the bed has not been returned to joerns.